Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed loss of capture on the left ventricular (lv) lead due dislodged caused by twiddling. A chest x-ray was performed to confirm the dislodgement. The physician elected to explant and replace the lv lead. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, no capture and twiddler syndrome. As received, a complete lead was returned in one piece. The reported event of no capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.